Manufacturer narrative:
Date sent to the FDA: 12/9/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery, low anterior resection, small bowel resection, repair of colovesical fistula and colocutaneous fistulectomy on (B)(6) 2016 during which the surgeon noted he encountered a loop of small intestine densely adherent to the previously placed mesh. The colon was also fused to the low mid abdomen at the site of the colocutaneous fistula. The small bowel adhesions to the anterior abdominal wall were lysed. The mesh was note to have fused and ingrown into the small intestine. A portion of the mesh was removed and left intact on the intestine which was completely taken down from the anterior abdominal wall. There was mesh erosion into the small intestine which was fused to itself and to the mesh. He noted that the bladder was involved in this process and was fused to the fistula site, indicative of a bladder fistula as well. The fistula opening in the bladder was then repaired. It was reported that the patient experienced severe pain, fistula, scarring, adhesions, stress and anxiety. No additional information was provided.